Event description:
Caller states that the patient tested 7.1 inr on device using strip lot 399a while a lab drawn within 30 minutes returned as 4.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, customer advised that strip lot is unavailable for return.